Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment, a blood leak occurred. The leak was reported to be an external dialyzer leak. The machine alarmed "venous pressure". The facility reported the transducer was replaced and the blood line was suspected not to be tightened. Test strips were not used to confirm the leak. Estimated blood loss was 150 cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment. Sample has not been returned to manufacturer for evaluation.